Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one un-retracted unit without the catheter adapter assembly. In addition, five photographs were submitted which displayed similarities to that of the returned unit. Upon inspection of the photos and the received unit it was found that the button was not engaged. As the button cannot be engaged, it cannot release the hub to allow retraction. A microscopic inspection of the button and hub was performed, and adhesive was found on the outside of the hub and the tab on the button. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to adhesive on the outside of the hub which may occur due to station or part misalignment or adhesive buildup on the nozzle. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: after catheter placement, the hcp pressed the button but the safety mechanism didn't work and the needle wasn't retracted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: after catheter placement, the hcp pressed the button but the safety mechanism didn't work and the needle wasn't retracted.